Manufacturer narrative:
The complete initial reporter's facility name is (B)(6) hospital. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter broke.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Sample was evaluated and observed the catheter was cut off at shaft and the distal part was not returned. Microscopic examination revealed that the cut surface was jagged. The catheter shaft looks like has been pull with some forces or cut by sharp tools that could cause the catheter split into two. However, the exact cause of how and when problem occurred could not be determined. A potential root cause for this failure could be operator error or machine malfunction and also might contributed to mishandling product. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore, no additional action required at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter broke. Per follow up information received via ibc on 01oct2025 stated that, catheter itself had torn. Visually, it appeared to be about 7-8cm from the tip.